Event description:
Boston scientific received information that during a routine device replacement procedure, signals on the ventricular channel of oversensing and intermittant pauses were observed. Air bubbles were suspected and the device was disconnected from the right ventricular (rv) lead and connected to the pacing system analyzer (psa), which elicited the same observation. Extensive troubleshooting was performed, however, the signal remained. The chronic rv lead was surgically abandoned and replaced. The initial replacement device was not used and a second device was successfully connected to the new rv lead with no further observations. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.